Event description:
It was reported that a balloon rupture occurred. During an in-stent restenosis case, a 10 mm x 2.25 mm wolverine coronary cutting balloon was used to dilate a lesion and on the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event.